Event description:
The pt was revised because of pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain. The reported patient large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.